Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and confirmed that the tip of the probe broke off. The distal end of the device was inspected under a microscope and found approximately 17mm of the probe is detached, this type of probe damage is most likely related to the operator's technique. Additional testing found that wiper movement has some minor restriction due to tissue build up but movement of the handle are jaw were found to be normal. The rotation of the knob torque was also found to be normal and smooth. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the tip of the device fell off during a total laparoscopic hysterectomy (tlh) procedure. The reporter stated that the tip was retrieved and the case was completed with an identical device. The reporter stated there was no patient injury associated to this report.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. Please see updated sections: g4, g7, h2, h3,h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue could not be exclusively identified. Probable causes could be due to: -contact with a surgical instrument or the non-insulated area of grasping section, it caused the probe to be broken. -during output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. -the probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. - the probe broke when added load. -the distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). -the tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. - ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. - the probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states : do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor complaints for this device.